Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the camera cart could not establish a connection with the navigation system. It was reported that the navigation system was powered down, but the power button remained illuminated and blinked after shut down. The navigation system was unplugged, fully powered down and rebooted both carts which restored functionality after waiting 1-2 minutes for the connection to be re-established. There was no patient present when this issue was identified. It was later reported that the issue occurred on initial boot up and when the navigation system was powered on after a few hours. No additional information was provided.

Manufacturer narrative:
Analysis on the returned router resulted in a software failure being found through functional testing and visual/physical examination. Analysis states that the checkpoint was tested and failed config. Validation. Unit was tested and found all ports to function and communicate. Unit was then re-configured and passed config. Validation. If information is provided in the future, a supplemental report will be issued.